Event description:
It was reported that the pump declared an altitude alarm 21. The customer's blood glucose level was not adversely impacted, staying below 500 mg/dl. The customer's insulin was initially suspended due to the alarm, but after following technical support's guidance to clean the speaker holes and reconnect the cartridge, insulin was successfully resumed, and the alarm did not recur. Technical support provided further tips to prevent altitude alarms, and the customer acknowledged these instructions.